Manufacturer narrative:
The customer reported complaint does not itself constitute an MDR reportable event; however, the missing crimp found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument grip did not work. The procedure was completed with no report of patient harm, adverse outcome or injury. There was no report of fragments falling inside the patient.